Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6.5 years post implant of this 27mm bioprosthetic aortic valve implanted in the pulmonary position of an (B)(6) year old pediatric patient, the valve was replaced with a 29mm valve of the same model. The reason for replacement was not reported. No additional adverse patient effects were reported.